Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 400 mg/dl, vomiting and ketones considered dangerous and life threatening; cause was unknown. The customer went to the emergency room (ER) where unspecified treatment, along with instructions to remove infusion set was administered to address the elevated bg. The customer left the ER in stable condition and bg levels were lowered. Reportedly, the customer continued to use the pump for insulin therapy.